Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported decision for impella rp flex was made and placed using best practices. During support, it was noted of possible entrapment of clot in impella upon arrival to ICU. During transfer to CT flows restored to pump form 0.6 to 3.0 and patients hemodynamics stabilized. The rp was explanted and the patient continued on extracorporeal membrane oxygenation support. Patient survived.

Manufacturer narrative:
The investigation has been completed. Data logs confirmed the failure mode & clinical narrative. Logs showed after pump started & run for about 40 minutes, mc spiked followed low flow that triggered auto suction response & suction alarms. This event remained for 4 hours then flow back to the normal range. Near the end of the case, mc spiked again followed low flow & remained to the rest of the case. Visual inspection found biomaterial inside if cage. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion since the data meet the low flow pattern & biomaterial was found on the pump.